Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined the reported difficulty appears to be related to interaction of the second proglide device with the first proglide suture deployed while performing the pre-close technique. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - catalog #, lot #, expiration date updated from unknown. H4 - device mfg date updated from unknown.

Manufacturer narrative:
D4- the UDI number is not known as the catalogue number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure via a 7f sheath. Pre-placement of the first prostyle device was successful. Reportedly, there was resistance when the plunger of the second prostyle was pulled back in step 3. Both of the sutures were removed as they were entangled. The suture of two new prostyle device was successfully pre-placed. The sheath was upsized to an 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.